Event description:
It was reported that a sudden drop in r-wave was detected on the right ventricular lead. The lead remains in use and the patient will have follow-up in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).